Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a glistenings of the intraocular lens ten months following cataract surgery. The surgeon reports that the patient does not notice it. The surgeon is planning to perform a laser for the posterior capsule opacification. Additional information received; the patient manifest loss of sharpness. There are two related reports for this event. This represents the right eye and an additional report will be filed.

Manufacturer narrative:
Additional information provided in h.3 and h.10. Multiple photos were captured of a blue-light filtering multifocal iol directly illuminated with a thin optic section. What appears to be multiple diffuse microvacuoles are observable within the body of the iol. In some pictures, small pigment deposits and small-unidentified surface markings are also visible. The photos were discussed with the surgeon by a company representative. There are no other complaints in this lot the root cause for the reported issues could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the retinal exam was noted as clear.